Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the device upgrade procedure, the right ventricular lead dislodged. The lead was explanted and replaced. The patient tolerated the procedure well and was in stable condition.